Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter required new batteries more often than it should. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue started a number of months ago but was unable to provide an exact time/date. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster).  It is not known what action, if any, the patient took in regards to her usual diabetes management routine in response to the alleged meter issue. Immediately following the meter issue, the patient developed the symptom of "fatigue". She denied receiving any treatment in response to this symptom. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. Based on the information provided by the customer the csr was able to determine that the patients meter did not require new batteries. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.